Manufacturer narrative:
(B)(6). (The device was manufactured at either): baxter healthcare ¿ aibonito, rd 721 km 0 3 po box 1389, aibonito, puerto rico 00705 or baxter healthcare ¿ cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, costa rica 30106. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link non-dehp microbore catheter extension sets were under infusing due to slow flow; further described as ¿it was not high flow¿. The customer stated ¿a pressure bag / sleeve to infuse a bolus was always needed to administer the treatment¿. There was no report of patient injury or medical intervention associated with these events. No additional information is available.